Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had black spot on the screen. Customer mentioned that the insulin pump had cosmetic damage. Troubleshooting was done for cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with bleeding lcd glass. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify frozen screen due to the missing segment/partial display. Device had cracked battery tube threads, cracked case corner of belt clip rails. Device p-cap / test reservoir locks in place properly.